Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported, the system key intermittently sticks. The monitor was originally returned for inaccurate hematocrit readings. Since the event occurred at the service center, there was no pt involvement during this event.